Event description:
Customer's mother reported that the insulin pump alarmed for no delivery. The blood glucose reading was 173 mg/dl she was assisted in performing a 5 unit fixed prime and stated that insulin did not exit and that the insulin pump alarmed for no delivery. She was advised to disconnect and reconnect the reservoir and infusion set at the tubing connector and to push insulin slowly through the tubing manually with the plunger. Customer reported that insulin did exit and was advised to run a manual prime. She stated that insulin did exit and was advised that the alarm had been caused by an occluded reservoir. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.